Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2020. A manufacturing record evaluation was performed for the finished device vcp1058h; qcbbrzw0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: do you have a picture for analysis? No. What is the event day and procedure date? Event date unknown (the issue occurred between july and august 2020). Oophorectomy. The following information was requested but unavailable: could you please confirm how many devices present the intra op issue (pull off suture needle) for this complaint (B)(4)? Note: events reported via mw 2210968-2020-07974, 2210968-2020-07973, 2210968-2020-07975. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices present the intra op issue (pull off suture needle) for this complaint (B)(4). Do you have a picture for analysis? What is the event day and procedure date? Please provide an explanation why does this file have an alert date of 9/24/2020 and was created 10/12/2020 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an oophorectomy procedure for the ligature of the pedicles ovarian and the abdominal wall on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle after several tissue passages on the abdominal wall with no excessive tension.